Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2007, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead dislodgement. Consequences of the event were noted as lead replacement and other surgical operation. Cause of lead displacement was other. No symptoms were reported. There were no further complications reported and/or anticipated.